Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36", system fault 37", "defib disabled", " pacer fault 115" message. Complainant indicated that there was no pt involvement in the reported malfunction.